Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 30945858m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a right atrial tachycardia (at) ablation procedure with a ez steer thermocool nav and the catheter could not flush. The catheter was the device suspected to have the flow/irrigation issue as it was in the heart for some time inside without being irrigated by mistake. The irrigation issue was discovered when they tried to ablate (higher irrigation rate) and they had bubbles error so they checked the catheter outside the patient and the catheter did not flush. They tried to change the irrigation system and flush with the pump and manually the catheter outside the body. Only after replacing the catheter could they continue the procedure. The correct catheter settings were selected on the generator. There was no patient consequence.